Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was repositioned two times and at the last position, the pacing system analyzer (psa) measured the threshold at 1 volt but once connected to the cardiac resynchronization therapy defibrillator (crt-d), pacing threshold was at 3.5v. An x-ray was performed and showed no lead dislodgement. Detection was correct at 5mv and pacing impedance was also good at about 400 ohms, therefore, there was no intervention. The day after implantation, pacing threshold was still high at 3.5v but all electrical parameters were stable. The plan is to evaluate the high pacing threshold measurement again at the next in-clinic follow up. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the lead was explanted and replaced as pacing threshold had increased to 5v. The new lead showed good threshold at 0.4v. No additional adverse patient effects were reported. This lead will not return as it was discarded.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was repositioned two times and at the last position, the pacing system analyzer (psa) measured the threshold at 1 volt but once connected to the cardiac resynchronization therapy defibrillator (crt-d), pacing threshold was at 3.5v. An x-ray was performed and showed no lead dislodgement. Detection was correct at 5mv and pacing impedance was also good at about 400 ohms, therefore, there was no intervention. The day after implantation, pacing threshold was still high at 3.5v but all electrical parameters were stable. The plan is to evaluate the high pacing threshold measurement again at the next in-clinic follow up. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the lead was explanted and replaced as pacing threshold has increased to 5v. The new lead showed good threshold at 0.4v. No additional adverse patient effects were reported. This lead will not return as it was discarded.